Event description:
It was reported that the device overheated during testing at the user facility. There was no pt involvement. There was no reported delay, medical intervention or adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion and foreign debris contamination on the bearings.